Event description:
Device 1 of 4. Reference MFR. Report #'s: 1627487-2016-03158, 1627487-2016-03159, 1627487-2016-03369. Follow-up information revealed the patient's scs was explanted on (B)(6) 2015, due to (B)(6) infection that had spread throughout the entire scs system. Please note: the patient's anchor has been added to this event as a new device report (device 4).

Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report #'s: 1627487-2016-03158 and 1627487-2016-03159. It was reported the patient underwent surgical intervention where the thoracic scs system was explanted and replaced due to infection. It was also reported during the procedure, the physician implanted two new cervical leads. No additional information is available at this time.